Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the rotations per minute (rpm) specification. It was further determined that the device was making an unusual noise, was vibrating and heating up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a worn out motor. The motor failure was due to usage wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device had low power when used with the battery casing device. The reporter indicated that there was a possible contact issue. During in-house engineering evaluation, it was observed that the device was failed the rotation per minute specification. It was further observed that the device made an unusual noise, vibrated, and heated up. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.